Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix on the right ventricular (rv) lead would not deploy. The rv lead was not used and a different rv lead was implanted successfully. No patient complications have been reported as a result of this event.